Event description:
After washing and sterilizing the device after use, it was found that the tip of the blade was broken. The broken tip was missing. There is a possibility that the broken tip still remains in the pt's body.

Manufacturer narrative:
Additional info was requested from the hospital via the distributor. It was communicated that the doctor determined, it is very unlikely that the broken part remains in the pt's body because the device could not be used during the craniotomy. The hospital did not provide any additional results from their investigation. Bioplate is unable to confirm when and where the tip of the cutter was broken versus when it was observed.